Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that her grandson pushed her into the pool and now her pump will not work. Cust states the pump has part of the display, states she cannot see anything on the screen except for a large rectangle going across. Cust states her blood sugar was 238mg/dl when she was pushed into the pool and her pump exposed to fluid. Customer reports there is fluid under the display. The insulin pump is returning.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump had moisture damage on motor. The insulin pump was received with minor scratched display window and cracked battery tube threads.